Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 434mg/dl. Customer reports that insulin pump alarmed for no delivery after bolus. Customer performed troubleshoot and insulin exited, did not got no delivery alarm. Product will not be return for analysis.